Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that the patient underwent electrocautery and since then, they feel shocking sensation and they cannot synchronize the programmer with the implantable neurostimulator (ins). The patient was implanted with two ins devices but this problem concerns only one of the two inss. The patient sees no error codes. No further complications were reported/anticipated.